Event description:
Device malfunction: none. Symptoms/ae: visual changes right eye, stroke. Time of symptoms: during the procedure. Outcome: condition continuing and improving. It was reported that during a successful right internal carotid artery stenting procedure in 2007, the pt experienced some vision changes in the right eye which were explored, by the physician, and felt to be related to a small embolus in the temporal portion of the pt's branching central retinal artery. Per the pt, the condition improved on the day after the procedure. No treatment was given. The pt was discharged to home on the next day. No additional information available.